Event description:
It was reported that the patient's vns was non-functional and that it was suspected that the patient's lead was compromised. It was reported that chest and neck x-rays were taken of patient, but these have not been receive for review to date. The device's diagnostics were reported to be ok. The patient has been referred for replacement surgery, but no known surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
Generator analysis was completed and it was confirmed that the generator was at an end of service status and could not be communicated with. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient had a generator replacement surgery due to battery depletion and the generator not being able to be interrogated. The impedance after the replacement was within normal limits. The explanted generator was received for analysis however it has not been completed to date.